Manufacturer narrative:
(B)(4). The customer returned one catheter for analysis. Signs of use in the form of biological material were observed on the returned components. Visual and microscopic examination revealed excess hardened clear material, likely broken portion of reported filter attachment, inside the proximal luer hub. The remainder of the broken filter attachment referenced in the customer report was not returned. Microscopic examination confirmed the damage and revealed scratches on the luer hub likely due to the use of forceps reported in the customer report. The appearance of this damage is consistent with over-tightening on the hubs. The returned sample could not be functionally tested, as a syringe could not be attached to the distal luer hub. A manual tug test confirmed both luer hubs were secure to their respective extension lines. A device history record review was performed and a finding was identified; however, it was determined that the finding was not relevant to the reported event. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure."the customer report of a broken and separated luer hub was confirmed by complaint investigation of the returned sample. Visual inspection of the returned catheter revealed a foreign body stuck within the proximal luer hub consistent with the separated male luer of an attachment reported by the customer. The appearance of the damage is consistent with overtightening of the attachment, however, without the attachment returned, it cannot be determined if it was a compatible, arrow brand component, or how the component was secured to the luer hub. Based on the customer report and the condition of the sample received, the root cause is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "(B)(6): a right internal jugular central venous catheter (cvc) was placed intraoperatively. A filter was connected to the white hub for analgesic infusion. (B)(6): due to persistent low blood pressure, the primary nurse attempted to remove the precedex line to switch to levophed. The filter at the proximal end could not be removed by hand. Two kelly forceps were then used to attempt disconnection; however, the connection was excessively tight. During this process, the filter tubing fractured, leaving a broken segment lodged inside the white hub of the cvc." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) a right internal jugular central venous catheter (cvc) was placed intraoperatively. A filter was connected to the white hub for analgesic infusion. (B)(6) due to persistent low blood pressure, the primary nurse attempted to remove the precedex line to switch to levophed. The filter at the proximal end could not be removed by hand. Two kelly forceps were then used to attempt disconnection; however, the connection was excessively tight. During this process, the filter tubing fractured, leaving a broken segment lodged inside the white hub of the cvc." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".